Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it passed the speaker tests. A global communication tool software test was performed, and it passed sound tests. Drop testing and was performed and passed. Manual "try it" testing and was performed and passed. The receiver case was opened for an interior inspection, and the new speaker was installed. Speaker resistance was measured and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.